Manufacturer narrative:
(B)(4). Concomitant products: part 65-6200-60-22 lot 60040039. Part 6154-60-32 lot 60050675. Part 9982-20-18 lot 64945500. Part 9996-20-35 lot 56345700. Part 8018-32-02 lot 60035635 (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient¿s hip was revised approximately 4 years post-implantation due to aseptic loosening of the cup. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow up report is being submitted to report additional information concomitant medical products- unknown screw, unknown screw, unknown screw. Report source: (B)(6). Reported event was unable to be confirmed. Provided photograph shows the products were explanted. Radiographic evaluation shows the acetabular cup is normal in appearance without identifiable periprosthetic lucency around the cup; possible increased lateral uptake of the acetabular component is noted , however, this cannot be confirmed with the provided image. Device history record (DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event. Please see associated reports: 0001822565-2018-01396. 0001822565-2018-01398. 0001822565-2018-01402.